Manufacturer narrative:
An event of difficulty recapturing the valve and implant it in the descending artery was reported. The serial number of the valve was not received, so no device history record could be reviewed. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information from the field indicated that the valve was implanted in the descending artery because of the inability to fully retract the valve. The cause of the inability to retract the valve could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was selected for an implant using a large flexnav delivery system. There was sufficient calcium to allow anchoring of the device in the opinion of the user. The procedure was started, with all the steps being followed and without any complications. The implantation of the navitor began, when the clinical staff realized that the valve would need to be repositioned. According to the instruction for use (IFU), when trying to perform the recapture, the sheath did not reach the nose cone and retraction was done through the fine adjustment of the delivery system, which was also not possible, leaving approximately a diamond of the valve without being sheathed. The physician decided to release the valve in the descending artery of the patient. A valve in valve procedure was performed with a new flexnav and a new valve that completed the procedure successfully. There was no harm to the patient. The two valves remained in the patient.